Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse microcleaned the unit ((B)(4) coagulation analyzer), bleached all drains, and adjusted both probes to all work stations. The unit passed system check. The customer validated quality control (qc) and the system is fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high prothrombin time (pt) / international normalized ratio (inr) patient result was generated on the (B)(4) coagulation analyzer when patient sample was run in a tube versus a cup. The quality control (qc) for pt/inr was within acceptable range. The initial pt patient result of 76.1 seconds / inr=6.49 (run in tube) and a repeat (1) pt patient result of 76.8 / inr=6.55 (run in tube) seconds were both flagged and not reported to the physician. The same sample was run on the same system in a cup and generated a pt patient result of 34 seconds / inr=3.04 (repeat 2) which was reported to the physician. There was no known impact or adverse health consequence to the patient due to the discordant high pt result / inr since the result was not reported to the physician.